Manufacturer narrative:
Data obtained in follow-up investigation could not establish that the event was caused by failure of the zip device. Event appears to have occurred as a result of patient conditions.

Manufacturer narrative:
Patient - provided images show potential hypersensitivity reaction under the footprint of the device.

Event description:
Patient reported that, during inpatient stay following total knee arthroscopy surgery on (B)(6) 2018, device or wound "kept opening up", prompting surgeon to remove (cut off) inferior portion of zip device. Surgeon applied 5 staples to inferior end to facilitate wound closure. On (B)(6) 2019, patient reported presence of residual scabs at inferior and superior ends of wound scar that were inflamed with pruritis.